Manufacturer narrative:
Manufacturer's analysis indicated that the external pulse generator's (epg) output connector assembly was broken. It was also indicated that the upper case was broken around the lower display knob, and that one knob was missing. These parts were replaced and the epg was re-calibrated and passed final quality assurance tests. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) had a broken but functional knob. The epg was returned for repair. The epg tested out of specification during manufacturer's analysis. There was no patient involvement.